Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(4)): the pump did not instill the medication despite the safety clamp was open and the patient had a catheter permeable. The therapy was stopped, and it can not start again, because the patient was in his house. 2 days after came back to the hospital, and the pump didn't infuse the medicine. The treatment could not be efficient enough, because the patient receives an oncology treatment with 5 fluoracil (cytotoxic) .

Manufacturer narrative:
(B)(4). We received two complaint samples in a soaked corrugated cardboard box respectively in a open, leaky double bag. The corrugated cardboard box with its content was in a very bad condition. In as-received condition the complaint samples were leaking in the inner respectively in the outer double bag (each complaint sample is probably packed in foil or single bags, but these are leaky too). The outer double bag is open (not close e.g. Welded), the inner double bag is open, too. This bag is just stapled not welded. Immediately after receiving the soaked corrugated cardboard box this box was destroyed. Due to the very poor condition (hygienic reason) of the received complaint samples and its packaging, these intensively contaminated samples were not taken to an inspection. According to the received information the samples are contaminated with a cytostatic drug. Therefore no tests could be carried out at these complaint samples. Hence we assess this complaint to be not judgeable. We have informed our manufacturer accordingly. Reviewed the DHR and there were no such defects encountered during in-process inspection and at final control inspection.